Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate requested patient demographics however not provided.

Event description:
It was reported that the burette tubing with filter leaked tpn at an unspecified location. The event occurred in nicu there was no patient harm reported .although requested there was no other event details provided .

Manufacturer narrative:
The customer¿s report of the burette tubing with a filter leaked tpn was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Yellowish colored liquid was observed in the set¿s burette and entire length of tubing. No abnormalities were observed on the set during visual inspection. Functional testing observed leaking out of both filter vents on the set¿s micron filter. Visual inspection observed no damage to the filter¿s membrane or housing. Although the root cause was not definitively determined, the probable cause of the observed filter vent leak was due to a clog/oversaturation of the filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Event description:
It was reported that the burette tubing with filter leaked (tpn) at an unspecified location. The event occurred in the nicu. There was no patient harm reported. Although requested, there was no other patient or event details provided.